Event description:
Surgeon stated that he attempted to place a c-taper head onto odc stem (cat # 6070-0930) using an impactor to seat the head onto the stem., then verified the head did seat with the use of hand. It came off of the stem. He repeated procedure several times and it would not seat. No adverse consequence to the pt. Over 30 minutes surgery delay.